Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of the device's display froze was not replicated or confirmed. The device was put through extensive functional testing without duplicating the report. The device log does not capture reports of this nature. The customer's report of unable to obtain an ECG signal via electrode pads was observed in the device logs. The customer was contacted for additional information on the original pads being used. The customer did not state what the original electrodes were causing ECG issues but stated the issues are believed to have come from internal damage to ECG cables and the electrodes themselves. The customer additionally stated they are currently using third party pads. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display froze and was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2024-04426 for a similar report from the same customer.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.